Event description:
The patient was undergoing a thrombectomy procedure in the left internal carotid artery (ica) choroid using a penumbra system 5max reperfusion catheter and 5max separator. Before the procedure, intravenous tissue plasminogen was not administered. During the procedure, a 5max reperfusion catheter was advanced to the c4 along with another manufacturers guide wire and balloon guiding catheter. Aspiration was completed with a 5max separator and 3,000 units of heparin were injected. Six hours post-procedure the patients' consciousness level decreased without notice and developed an intracranial hemorrhage. The physician monitored the patient's condition but withheld any additional treatment. Subsequently, the patient expired two days later. An autopsy was not performed; however, it is believed that the cause of death was cerebral edema. The patient had a hematoma, which covered more than 30 % of the infarct area. Physician's comments: the patient developed hemorrhagic infarct complicated with recanalization. I cannot deny that the event was related to the penumbra system and the procedure.

Manufacturer narrative:
Conclusion: hemorrhage is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00411. Device was disposed of by the hospital.